Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance and capture failure. The lead was capped and replaced on (B)(6) 2024 . There were no patient consequences.